Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results and experienced light headedness and loss of consciousness. A sensor result of 100 mg/dl was compared to a hcp meter result of 41 mg/dl. The results when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was 11 days. The customer was unable to self-treat and required treatment of intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results and experienced light headedness and loss of consciousness. A sensor result of 100 mg/dl was compared to a hcp meter result of 41 mg/dl. The results when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was 11 days. The customer was unable to self-treat and required treatment of intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.